Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, mild calcification and 90% stenosis. After a non-abbott guide wire crossed the lesion, the 2.75 x 15 mm voyager nc was advanced for pre-dilatation of the lesion; however, the balloon ruptured at 16 atmospheres (atm) when inflated for a second time. There was no report of resistance during advancement or retraction in the lesion. Thus, a new voyager nc was used. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen and on the shaft, which is consistent with guide wire advancement and insertion into the body. There was no contrast visible. The balloon was loosely folded, which is consistent with the reported inflations. An indeflator filled with water was used to pressurize the balloon, and fluid was observed leaking from a longitudinal rupture in the middle portion of the balloon, thus confirming the incident. Scanning electron microscopy analysis results revealed that the balloon failure may be attributed to mechanical damage to the outer surface, and that there was surface damage adjacent to the leak. There was no report of any leak noted during preparation prior to use, or during the first inflation, which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported mildly calcified, mildly tortuous, 90% stenosed lesion, such that the balloon ruptured during the second inflation attempt. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.